Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total knee replacement, (B)(6) hospital, (B)(6) 2018. Before use on patient: when opening tray the impactor tip was noted to be cracked. Action taken: another tray was opened. No delay to procedure. Patient initial (B)(6), aged (B)(6) years, dob: (B)(6).